Event description:
(B)(6) study it was reported that first degree atrioventricular (av) block occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2015 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. A loading dose of 600 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Left bundle branch block and bradycardia were noted post-balloon valvuloplasty. The aortic valve was then treated with deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed first degree av block due to atrial tachycardias. Seven days post index procedure, the patient was discharged on aspirin and other anticoagulant.